Event description:
It was reported that a patient required reoperation due to unexpected drainage approximately one month after two stage bilaterial pre-pectoral breast reconstruction with ovitex prs ltr. During reoperation, the surgeon removed the remaining ovitex prs ltr and replaced the tissue expander.

Manufacturer narrative:
A batch record review was conducted which showed no non-conformances or anomalies that may have caused or contributed to the events noted. The devices were manufactured and sterilized to specification. It was reported that the device was soaked in a 0.05% chlorhexidine gluconate (chg) solution prior to implantation. The effects of chg on device performance are unknown. Wound complications and reoperations are common events after implant based breast reconstruction. The reported information revealed no potential causes for this event and the root cause could not be determined.